Event description:
It was reported to philips that the device experienced a defib test failure. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. A processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. However, when the pca was installed into a test fixture, the unit failed to boot up normally. Based on the symptoms observed, flash memories u39 and u40 were determined to be corrupt. Upon conclusion of the analysis, it was verified that the processor pca was faulty. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.